Event description:
It was reported that the patient had had a revision on the day of the report and it was decided to put in another ins (implantable neurostimulator) while the revision was being done. The patient had had a car accident and the lead shifted.

Manufacturer narrative:
Product ID 3708160 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).